Manufacturer narrative:
2032227-2017-41598 . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was experiencing high blood glucose and a blank display. His blood glucose was 252 mg/dl at the time of the incident and 182 mg/dl now. He complained of difficulty staying awake and vision problems and treated with manual injections and the pump. Troubleshooting was attempted for his high blood glucose but the customer declined and it was determined that the pump may not have been giving him the insulin. After troubleshooting for the blank display, the display did not return. He was advised to discontinue use of the pump and revert to a backup plan per his doctor. The pump will be returning for analysis.